Manufacturer narrative:
After verification of the buzzer's frequency, no malfunction was found by service, which proceeded with the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pump's alarm was too low.